Event description:
During an ischemic ventricular tachycardia (isvt) cardiac ablation procedure with a qdot micro catheter, the patient experienced nausea and third-degree heart block treated with permanent pacemaker. The report indicated that the patient went into third degree heart block after some ablation had been performed. During the procedure, vt was induced and mapped in the right ventricle (rv) with an optrell catheter. The earliest activation was located on the interventricular septum. Then, they mapped the left ventricle (lv) via retrograde access but were unable to get good contact force with the qdot micro catheter via this access route. The patient's baseline rhythm was 1st degree av block. The physician then switched to transseptal access to map the lv with the qdot micro catheter. The ablation target was located approximately 1 cm above the mapped his signal- vt did not terminate with ablation at this location. The patient was very nauseous during ablation, which made catheter stability difficult. There was also a brief error message displayed on the carto system: "patient location movement error", which resolved on its own. Anti-tachycardia pacing was performed- which terminated the vt- but there was no underlying rhythm noted (third degree block with no escape rhythm/loss of conduction)- this was noted on the surface and intracardiac leads on the recording system. Ventricular pacing was then performed, with periodic checks for underlying rhythm- there were only sporadic ventricular beats noted. The caller stated that the patient was monitored for about 15 minutes. The physician then decided to implant a permanent pacemaker. The patient is currently stable. The physician did not state an opinion but "we felt like we were sufficiently far away from his potential to apply energy." Information received indicated that the patient required extended hospitalization because of observation after pacemaker.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).